Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count take in the outpatient clinic on (B)(6) 2023 presented with escherichia coli in the culture and a wbc count of 2525/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. During an infection follow up by the pdrn with the patient, it was discovered the patient was not washing their hands prior to and following pd treatments. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ceftazidime was changed to ip meropenem at 1000 mg daily for two weeks following nausea caused by ceftazidime. The patient recovered from this event as they remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues renal replacement therapy through home hemodialysis (hd) following this event with the potential of returning to pd if home hd becomes no longer viable.